Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, there was resistance when trying to advance the dilator into the sheath. The dilator would not advance past the hemostatic valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received. The resistance they were having occurred when trying to insert the dilator into the sheath. There was no occlusion when irrigating the sheath. The sheath was completely blocked by the hemostatic valve. They were unable to get the dilator in. The issue was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-sep-2022, the hemostatic valve was found dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 22-sep-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-aug-2022. The device evaluation was completed on 22-sep-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was returned, and kinks were observed. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodgment is related to the resistance reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).